Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that during testing of a handpiece on (B)(6) 2013, it was noted that the drive coupler of the device was broken. There was no patient involement and no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was broken.